Event description:
Customer reported device = 275 & 205 mg/dl for subsequent testing. Customer went to the e.r. (ER). Customer stated being unsure of the e.r. Result and was released to go home. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.